Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the adc mobile application. Customer had difficulty logging into their account on the app and as a result, was unable to obtain readings and monitor glucose levels. The customer became ill and experienced a seizure and had contact with an hcp who provided a chocolate bar for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. The user reported they had difficulty logging into the application. The device information, app version, and software version were not provided by the customer. It has been determined that there were no issues with the librelinkup application that would have led to the complaint. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the adc mobile application. Customer had difficulty logging into their account on the app and as a result, was unable to obtain readings and monitor glucose levels. The customer became ill and experienced a seizure and had contact with an hcp who provided a chocolate bar for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An application issue was reported with the adc application in use with [android/ios]. The user reported a login or password issue with freestyle librelink. The user also stated that data was not uploaded from freestyle librelink to librelinkup. Attempted to replicate the user complaint and was able to log into the freestyle librelink app using an existing libreview account, and was able to view data from the freestyle librelink app in librelinkup after performing a sensor scan. Therefore the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the adc mobile application in use with [android/ios]. Customer had difficulty logging into their account on the app and as a result, was unable to obtain readings and monitor glucose levels. The customer became ill and experienced a seizure and had contact with an hcp who provided a chocolate bar for treatment. There was no report of death or permanent injury associated with this event.